Event description:
The hcp reported that the pump was refilled with baclofen 500 mcg/ml instead of 2000 mcg/ml. Following refill, the pump was not updated with the new concentration. The pt was brought back the following day of remove the drug and refill with the proper concentration (2000 mcg/ml). 5 mls were aspirated from the catheter access port. A bolus of 916 mcg was programmed to refill the catheter. Based on calculations, he pt was overdosed by approx. 520 mcg of baclofen. No pt symptoms were reported at the time of this report.